Event description:
Additional information received from the consumer reported they had an x-ray and the doctor found that of the 16 "probes" they had, only three were working. The consumer underwent surgery on (B)(6) and the leads were removed.

Event description:
Additional information received from the manufacturer's representative (rep) reported prior to the lead removal there was non-satisfactory therapy with impedance results of greater than 20,000 on certain electrodes.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead . Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
The patient via a manufacturer representative reported they experienced shocking and overstimulation. The stimulation was uncomfortable. The patient described it as a "misfire" sensation as the stimulation would come and go in spurts and it felt very strong at times. The stimulation variability was extreme and would occur suddenly. These issues started 3 days prior to the report. The patient turned their stimulation down and it did get weaker. They had tried to adjust their stimulation more on their own but could not get the sensations to resolve. There were no falls or trauma associated with the issues. The impedance measurements were taken and electrodes 1, 2, and electrodes 8 through 15 had impedance measurements greater than 10,000 ohms. The patient was reprogrammed with a group not using electrodes 1 and 2 and this provided excellent coverage and reduced power consumption. The issue was considered resolved at the time of the report. The patient status was listed as "alive - no injury" at the time of the report. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.